Event description:
The patient underwent angioplasty with an intra-aortic balloon pump. The cardiologist attempted arteriotomy closure with a prostar xl 10 fr pvs device. The pvs procedure advanced without incident until the cardiologist attempted to pull back the device until it released. On withdrawing the device, he noted that the j-tip had detached. Peripheral pulses remained intact. Since the patient was scheduled for bypass surgery the next morning, the j-tip was left in place overnight and removed during saphenous vein retrieval. The j-tip was removed without incident and the patient did fine.